Event description:
Did not mix properly. No patient harm. New item opened. Product has no patient contact. Reported to rep, replacement to be sent in... Failed product was discarded. Manufacturer response for bone cement, (brand not provided) (per site reporter). They will send in replacement.